Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The reporter (patient's daughter) contacted lifescan (lfs) customer service in 2009 alleging that the patient went to the emergency room as a result of his onetouch ultra meter reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient at approx 3 weeks later to obtain/verify the following information. According to the reporter, the patient obtained a "74 mg/dl" on the subject meter, which was reported to be inaccurate high. It was noted that the patient did not take any actions in regard to his diabetes care as a result of the "74 mg/dl" result. She claimed that 10-15 minutes after obtaining the alleged high meter reading, the patient was sweating, passed out, and was not making any sense. She took him to the ER where his blood glucose was "20 or 27 mg/dl." The reporter stated that he was treated with IV fluids. The patient was unable to provide any other specifics about his ER treatment other then he was kept overnight. According to the troubleshooting performed with customer service, the correct testing/cleaning techniques were used. Replacement products were still sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly was treated for hypoglycemia at the ER after obtaining an alleged high meter reading.